Manufacturer narrative:
Date of event: exact date unknown, event occurred a week before the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced loss stimulation and difficulty communicating ipg to remote. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) compatible one. The patient was doing well postoperatively.

Event description:
It was reported that the patient experienced loss stimulation and difficulty communicating ipg to remote. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) compatible one. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1160 (sn: (B)(6). The returned ipg was analyzed and the device was undetectable nor charged. The battery was depleted (1.44 volts). An internal electrical test found u2 asic (application-specific integrated circuit) was damaged and leaking excessive current (52.16 ma) with thermal (35.8c) on its surface. It was unable to retrieve the device data using an external power source. With all the available information, boston scientific concludes that the reported event was confirmed. An internal electrical test found asic u2 has been damaged similar to this type of damage exposure to high-voltage transients or high rf (radio frequency) energy.